Event description:
It was reported the lead capped and replaced due to high impedance and a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data from the ICD device indicates the svc impedance measurement was in the 40 - 60 ohm range until 2009 when for the remaining 12 weeks of the record the max value was in excess of 10,000 ohms.